Manufacturer narrative:
Submit date: 9/27/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 09/15/2016 that a customer had an issue with a gauze pad. The customer reported receiving only 7 sponges when there should be 10 per pack.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received. As part of continuous improvements, a corrective action has been opened. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response. Finished goods testing is currently being performed at a heighten g2 level for products packaged using banded 10s for miscount. This heightened testing is performed to ensure containment for the reported condition. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
Submitted to correct the manufacturing facility name and address. The information was incorrect on follow-up #1.